Event description:
Information received by medtronic indicated that the customer reported that the insulin pump has fluid under lcd. The customer reported cracks in the insulin pump. Troubleshooting was performed. The customer performed safety checks on the insulin pump and the open book image error was found. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and it will be not returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with flashing medtronic logo. Unable to download history files and traces using thus software due to flashing medtronic logo. Proceeded with the following testing to assure proper functionality of the unit. After battery installation unit gave an unexpected flashing medtronic logo. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to display anomaly. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determine that the ingress of water corroding electronic assemblies and force sensor flex connector causing electrical short. P-cap locked in place properly during testing. Unit also received with cracked keypad overlay, cracked case, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube) and serial number label missing. In conclusion, unit received with unexpected flashing medtronic logo due to corroded electronic assemblies. Pump failed to download history files and traces due to moisture damage on the electronic assemblies. Unable to confirm critical pump error/open book image. Cosmetic damage location not specified however, confirmed with cracked case, cracked keypad overlay, cracked battery tube case and cracked case corner of belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.